Event description:
It was reported via a voluntary medwatch report that following a percutaneous procedure, the vascular surgeon deployed 8f angio-seal vip devices to bilateral femoral arteriotomies. The pt's activated clotting time (act) was 180 at the time of the deployments. After 4 hrs of bed rest, the pt sat up to ambulate. Bleeding occurred from the left arteriotomy site. Manual compression was applied, and hemostasis was achieved. The pt was admitted for observation.

Manufacturer narrative:
No prod was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info rec'd, the cause for the reported events could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use states that once hemostasis is achieved, do not tamp or intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing which could result in bleeding.